Event description:
It was reported that screws broke. A back-up device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 7x25mm biorci ha screw was returned for evaluation. Visual assessment of the screws confirmed the reported breakage. Approximately 2mm of the distal threads have been broken off and were not returned for examination. The break is angular in nature. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. Correction :physician additional information ; expiration date and UDI additional information : manufacture date.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.updated.

Event description:
It was reported that during procedure the screw broke. A back-up device was available to complete the procedure with no significant delay and no patient injuries.